Manufacturer narrative:
The received lead was thoroughly analysed scrutinizing the performance of the lead and including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation of noise which led to vf detection as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The follow-up data you provided have been carefully analysed. The observations mentioned in the complaint description could be confirmed: there were several vf detections due to artefacts in the rv channel. Charging commenced but no shocks were delivered. The first such episode appeared in (B)(6) 2015 according to the follow-up data and, in total, 14 vf episodes were recorded all of which occurred between 0:00 and 1:00 at night during ventricular pacing. The noise could also be reproduced in some of the freeze iegms. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - on (B)(6) around 15:00, some records of episodes were confirmed at a regular in-office follow-up. Most of them occurred at midnight. All the vf episodes are due to noise detection according to the holter record. However, all the noise disappeared before it shock-therapy occurred; only charging records were documented. It was noted that detected noise after vp was larger than the time of vs. On (B)(6): after some discussion with the physician, the device was rechecked at the patient home around 11:00. There were no suspected devices or instruments in the home with emis that might affect the implanted device. From the new follow-up data, 2 more vf-episodes were confirmed at 00:29 and 00:58 on (B)(6) 2016. Some tests were carried out with different position. Noise was confirmed by changing some settings. Impedance was normal. As confirmed the day before, noise after vp was larger. Changing settings were tried with acc, vcc and atm in case those settings might be related above phenomenon. All available information suggests this device remains implanted.